Event description:
It was reported that during a laparoscopic appendectomy procedure, after firing the device, the jaws popped open quickly when pushing the release button. The reload then popped out of the jaws and small parts of the plastic reload were left in the patient. There is a photo available of the plastic on the patient. It looks like the reload completely fell apart. Case completed with another device of the same product code. One device was discarded; reload and parts will be returned.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested and received: what structure was the device being fired on when problem occurred? Mesoappendix. Number of firings of device prior to event? None. What other cartridges were used? None. Was any issue with release button noticed on previous firings? No. Were any noises noticed? No. Was the device articulated? If yes, before or after closure? Not sure. Were all of the fragments removed successfully? Yes. How was the case completed? New stapler and reload. What is the current patient condition? Released no consequences.

Manufacturer narrative:
(B)(4). Additional information: an intra-operative photograph was submitted with the device. Based on the photographic evidence, the event description cannot be confirmed. Hands on analysis: the analysis results showed that one tr35w cartridge reload was returned fully fired and with the lockout normal. Upon further inspection the cartridge deck was noted to be damaged. No further functional testing could be performed due to the conditions of the returned reload. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The cartridge retention event could not be confirmed as no device was returned for analysis.